Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An exterior physical visual inspection was performed, and the display window was cracked. The receiver was charged and rebooted successfully. A review of the downloaded receiver log did not find any errors related to the customer complaint. Functional testing was performed, and no defects were found. A try it test was performed, and the test passed. The receiver was tested on the global receiver communication tool and the test passed. The receiver case was opened for further evaluation. An interior inspection was performed, and the inspection passed. The resistance of the speaker was measured, and the resistance was within specification. Additionally, it was found that the receiver was set on vibrate prior to the date of issue. The reported intermittent audio output could not be confirmed. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2017, the patient experienced no audio alert on the dexcom receiver and an adverse event. Date of issue is an approximation. It was indicated that the patient did not receive a low alert on the receiver and ended up in a diabetic coma. The patient's sister called the ambulance and the patient was transported to the hospital where he was put on life support. It was indicated that the patient came back out of the coma resulting in short term memory. The patient was moved to a nursing home for care and it was indicated that the patient is no longer using the dexcom and has went back to finger sticks. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not determined.